Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
(Ocs2) ojemann cortical stimulator was involved with unexpected intraoperative seizures. The reporting physician provided the following information; a total of six patients were involved, 3 females, 3 males whose ages were between (B)(6) years old. The dates involved were (B)(6) 2010.